Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58, lead. (B)(4).

Event description:
It was reported that there was noise associated with the atrial lead. The lead programming was changed and the atrial lead remains in use. No patient complications have been reported as a result of this event.